Manufacturer narrative:
This product was determined to be a non-complaint. H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation and captured few instances of driveline fault alarms during history associated with a potential issue with the unmonitored conductor in phase 1. Motor function had not been affected by these events. A system controller exchange was required and the alarm resolved. Additional log files were submitted form evaluation and noted 2 isolated driveline fault alarms on (B)(6) 2025. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. It was additionally reported that the patient had driveline faults in march.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. It was reported that the patient experienced a driveline fault, and the system controller was exchanged. Provided information stated that the patient was exchanged to a backup heartmate 3 (hm3) system controller (B)(6); however, this controller is associated with a different patient and the hm3 exchange was covered under another investigation (MFR # 2916596-2025-01609). Additional information was requested for event clarification, and it was stated that the patient remained connected to heartmate ii system controller (B)(6), despite the driveline faults occurring in (B)(6) 2025. Controller (B)(6) was exchanged in (B)(6) 2025, and the exchange has been covered under another investigation. No additional issues or exchanges were reported with the patient. Device history records were not required to be reviewed per investigation procedures. The current revisions of the instructions for use (IFU) can be found on the electronic IFU (eifu) page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU is currently available. Sections 6 and 8 of the hmii IFU, provides information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.